Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer report number 1627487-2022-00704. It was reported that patient experienced pain at the implantable pulse generator site and was not receiving effective therapy as well. Programming changes were attempted however was unsuccessful. Patient denies any traumas or falls. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Event description:
New information received states that the system was explanted. There were no complications during the procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.